Manufacturer narrative:
An event regarding limb length discrepancy involving a restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. No further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device "are" needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient appeared to have offset issues on x-ray". A 21mm +20 v40 restoration proximal body and 36 +0 biolox v40 head were revised to a 25mm +20 v40 restoration proximal body and another 36 +0 biolox v40 head.